Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage is in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated for trackwise record complaint (B)(4) on 17-jul-2025. Test results: no testing is required for malfunction code no malfunction based on complaint information, see the test report: (B)(4) complaint test report. Device history record (DHR) review: the lot 6008489 was manufactured according to work instruction (wi) version 80 appendix 1 batch card for production of packaging room on 24-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on (B)(6) 2025 against malfunction code no malfunction based on complaint information and lot 6008489, with no other complaints identified. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no issue identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.